Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that an autofill alarm occurred on the intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, there was no patient involvement. No adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and fault logs, and observed multiple fault code #77 and fault code #37. During drive regulator calibration, the pressure could not reach above 420 mmhg. To fix the issue, the stm replaced the scroll compressor. The iabp unit passed drive regulator calibrations and compressor output test. The unit passed all functional and safety tests to factory specifications; returned to customer and cleared for clinical use.

Event description:
It was reported that an autofill alarm occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, there was no patient involvement. No adverse event was reported.